Manufacturer narrative:
Investigation is not complete. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00039. 00038.

Event description:
Allegedly one hip underwent femoral revision for a periprosthetic fracture.